Event description:
It was reported that a pump was alarming for a system error 322. There was no pt incident.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The reported symptom system error 322 was confirmed through the history log. The eval was unable to determine the cause. Upon eval of known contributors to system error 322 it was determined that the upper and lower auxiliary were the falling components. As a result, the upper and lower auxiliary were replaced.